Event description:
It was reported that the customer experienced a blood glucose (bg) level of 2.6 mmol/l; cause was not known. Customer consumed glucose tablets to address bg level. Customer declined further troubleshooting.